Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, found foreign matter on the device cannula of 16 needles. No patient impact reported. The following information was provided by the initial reporter: "the blood collection nurse found white foreign objects attached to the needles after opening the package to collect the patient's blood, and immediately reported it to the blood collection team leader. The blood collection team leader reported frequent encounters recently, with an average of 2-3 needles per day. He was very busy in the morning and had no time to collect them, many of them were discarded directly, and only some of them were kept."

Manufacturer narrative:
H.6. Investigation summary: bd received 14 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed on the samples from lots 2331221 and 2235940. Foreign matter was not observed on the samples from lots 2019257 and 2235969. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 21-aug-2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, found foreign matter on the device cannula of 16 needles. No patient impact reported. The following information was provided by the initial reporter: "the blood collection nurse found white foreign objects attached to the needles after opening the package to collect the patient's blood, and immediately reported it to the blood collection team leader. The blood collection team leader reported frequent encounters recently, with an average of 2-3 needles per day. He was very busy in the morning and had no time to collect them. , many of them were discarded directly, and only some of them were kept."